Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. Product identification is unknown and there is no indication that zimmer biomet product was involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001822565 - 2017 - 07513, 0001822565 - 2017 - 07514, 0001822565 - 2017 - 07515, 0001822565 - 2017 - 07516. Implant date - unknown date in 2004. Concomitant medical products: femoral stem, unknown part/lot, acetabular cup, unknown part/lot, femoral head, unknown part/lot, acetabular liner, unknown part/lot. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. No further information has been made available at this time.